Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument's jaws were loose and not firing the clip properly. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.